Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was not captured as it could not be determined based on the available model #.

Event description:
The customer from canada reported that her blood glucose readings were not being stored in the memory of the contour next meter. The dates associated with the last few readings in the meter appeared to be incorrect. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.